Event description:
It was reported that the patient presented to the emergency department after an alert was delivered by the pulse generator for loss of telemetry. It was confirmed that the generator was unable to be interrogated. The patient was scheduled for immediate replacement, and the device was explanted. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.